Event description:
The patient went through court house security every day for a week with his implantable neurostimulator turned on. At about this time, he noticed that if he turned his scheduled therapy off one day, it wouldn't come back on the next day. If the patient didn't turn off the device, it would come back on as scheduled. The programming and clock/time set up of the device was verified to be correct. The device was programmed, which appeared to have resolved the problem. No further action had been taken.